Event description:
It is reported that the proximal pin broke during surgery and was retained in the patient's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.